Event description:
The device packaging was opened onto the sterile field, the surgeon began inserting device in vein and found a kink mid way in catheter. Catheter was removed and another provided. No patient harm.